Event description:
It was reported walking hurt the patient due to shooting pain up their legs and butt. Therapy did not work right. The stimulator site was red and hot to the touch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s implant was failing and the last time they were at the hospital no one from the manufacturer showed up for 3 hours. The device was failing, and the last person the patient spoke to was supposed to fill the manufacturer in on the phone. The patient was upset that that info wasn¿t given. The patient had had the device for the past 15 years. The implant burned the skin on the patient¿s inside, and if they bent over, the pain radiated over the hip and side. If they touched it, it did the same thing, and the patient went to the hospital and someone from the manufacturer was supposed to show up and this occurred about a month ago. The patient did not have a health care provider (hcp) to follow-up with for their implant. The patient might not have gotten the device when they were 18. The patient¿s device did work at first, but then they had to turn it off because they placed it too deep. The patient had issues with pain in their back and toes, and had clicking in the spine. The patient did not have a programmer and couldn¿t turn it off and had to deal with it hurting all the time. The patient wanted a manufacturer representative to look at the device. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 3889-28, lot# v066807, implanted: 2008-(B)(6), product type lead. (B)(4).